Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that since turning off the patient programmer and restarting it again it fixed the issue. It was unlikely that the issue was related to the implantable neurostimulator (ins). It was noted that what probably happened was that the patient pressed two buttons at the same time, or that a key was stuck on the patient programmer. The printout did not reveal any anomalies. It was noted that it might be related to weight issues. If the ins was too deep due to the patient gaining weight, the telemetry would not always reach the ins and vice versa. The other possibility was that the patient pulled the patient programmer too quickly away from the ins. It was noted that they could try using a external antenna so the patient can see what he is doing.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# unknown, product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) had shown end of service (eos) and the physician would explant and replace the old ins with one complete new ins in (B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# unknown, product type: programmer, patient. (B)(6).

Event description:
A consumer reported via a manufacturer representative that the patient programmer displayed "physician" twice and they sometimes had problems turning the implantable neurostimulator (ins) off and on. After the "physician" was displayed, the patient programmer worked after the programmer was turned off and restarted. The patient preferred to sleep with the ins off. Sometimes the patient had trouble turning the ins off. The patient was partly overweight in the stomach area. The manufacturer representative suspected the ins sometimes "wobbling" around which could explain the way the problem to start and stop stimulation sometimes. Impedances were checked and they were within normal range. No patient symptoms were reported.